Event description:
It was reported a patient died coincident with peritoneal dialysis (pd) therapy. The patient began pd therapy in 2008. The cause of death was a myocardial infarction. The patient was hospitalized one day prior to death for rapid heart rate and fluid in the lungs. During the hospitalization, the patient experienced chest pain. No additional information is available and the pd nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the device history and event history log was performed with no issues noted that could have caused or contributed to the reported event. The machine passed electrical and functional testing and was determined to meet performance specification requirements. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. The cause of the reported event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required.